Manufacturer narrative:
Although the used sample has been returned to navilyst medical, the device evaluation has not been completed and the investigation into the event is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, valved PICC device was placed on (B)(6) 2013 in upper arm/right basilic. On (B)(6), when pt was receiving a transfusion of tpn, blood began refluxing up the orange lumen of the PICC. The catheter was removed on (B)(6) due to a suspected crbsi (catheter related blood stream infection), and the pt was admitted to the hospital. The used catheter has been returned to navilyst medical for evaluation.